Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture (loc) for an unknown reason. A revision procedure was performed where the ra lead was surgically abandoned and replaced. The pacemaker was also explanted during the procedure for reported normal battery depletion. No additional adverse patient effects were reported.